Manufacturer narrative:
This report is submitted on december 17, 2018.

Event description:
Per the clinic the patient experienced migration of the electrode array, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.